Manufacturer narrative:
Our field service engineer who examined the ventilator and the compressor that was connected to it found no fault with both of them. They were working fine and no parts were replaced. The duration of the period of occurrence was reported to be 2 hours, therefore the evaluation of the ventilators¿ logs centers around this period. There are no technical error codes during the period to indicate a technical malfunction. The 2 pre-use checks tests, one a month before, and the other a day after the event, were successfully completed. The period contains 2 low air supply pressure alarms that imply loss of air gas. The durations are unknown but one was long enough to generate a high oxygen concentration alarm which indicated that the ventilator compensated the air gas loss with oxygen. The second one was very brief. The period contains 7 activations of oxygen breaths where the ventilator delivers 100% oxygen for one minute. 3 activations lasted for one minute after which the o2 concentration returned to the pre-set value of 40%. The other 4 activations were interrupted and each of these lasted only a few seconds. Our conclusion in the matter is, that there was no ventilator malfunction during the incident period. The reason for the two air gas losses from the compressor have not been determined from this investigation. Additional information from the customer stated that the ventilator wasn¿t the issue. (B)(4).

Event description:
The hospital reported that while the ventilator was connected to a patient, the patient went into cardiac arrest. The ventilator was disconnected, CPR was performed, and the patient was bagged. The ventilator was connected back to the patient, and the patient was stable. The ventilator worked fine. The patient¿s mental status is unknown, but the hospital is assuming something happened to him mentally. (B)(4).